Event description:
A healthcare professional reported that they noticed that lens was scratched, explanted reported via reply card. Additional information has been requested and received stating that the lens was scratched during loading. They noticed the scratched after inserting the lens to the eye. The scratched lens was explanted and replaced them with a new one on the same day. There was no patient harm. Sample was discarded.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).